Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the handle assembly was broken. Device failed backlight on/off difference at incoming functional testing. Backlight issue was due to the connector on the main printed circuit board (pcb). Display was bleeding. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was dropped and had a damaged holder. The epg was returned for repair with a request that it be inspected internally and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.